Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on the review of medical records, the patient underwent repair of a recurrent ventral hernia using composix kugel on (B)(6) 2007. Extensive lysis of adhesions were performed at that time and a fascia defect was identified and repaired. Approximately one year later, the patient was admitted for sigmoid colectomy secondary to symptomatic diverticular disease. At this time, the patient underwent a sigmoid resection and extensive lysis of adhesions. On (B)(6) 2009, the patient underwent repair of a ventral incisional hernia and abdominal wound exploration using ventralex mesh. The ventralex mesh was sutured circumferentially to fascia and previously placed mesh. No evidence of a hernia recurrence was identified. Approximately eight months later, the patient experienced a small bowel obstruction and underwent explantation of the composix kugel mesh. It was noted in the medical records, three pieces of mesh were removed completely in order to enter the abdomen and expose the small bowel. Based on the review of medical records, the patient has multiple comorbidities including approximately six other abdomen surgeries using non-bard products. Although there is no indication of a device failure, it should be noted that adhesions and recurrence are known adverse events listed in the IFU. See MDR 1213643-2011-00180 for information related to the ventralex mesh implanted on (B)(6) 2009.

Event description:
Based on the review of medical records provided by the patient's attorney: (B)(6) 2006 - patient underwent ventral incisional herniorrhaphy. At this time, there was fascial defects with the bowel protruding through midline, identified and repaired. On (B)(6) 2007 - patient underwent ventral incisional hernia repair with composix kugel mesh. Adhesiolysis was performed around defect on underside of peritoneum. On (B)(6) 2008 - patient was admitted for sigmoid colectomy secondary to symptomatic diverticular disease. The patient underwent exploratory laparotomy, lysis of adhesions, sigmoid resection and low anterior anastomosis. The medical records refer to the mesh as "prolene" mesh. The patient was discharged on (B)(6) 2008. On (B)(6) 2009 - patient was seen in emergency room for abdominal pain, nausea and vomiting. On (B)(6) 2009 - patient underwent ventral incisional hernia repair with ventralex mesh. The ventralex mesh was sutured circumferentially to fascia and previously placed mesh. No evidence of a hernia recurrence was identified. On (B)(6) 2009 - patient was admitted to hospital for small bowel obstruction, prolonged postoperative ileus, respiratory failure and sepsis. It was noted three pieces of mesh were removed, enterolysis was performed. Patient was discharged on (B)(6) 2010. On (B)(6) 2010 - patient was admitted to hospital for pain and recurrent incisional hernia. Patient underwent repair of incisional ventral hernia with a non-bard product. The ventralex mesh was explanted and extensive lysis of adhesions were performed. It was noted the ventralex mesh was hooked to both fascia and 2nd piece of unidentified mesh. A small enterotomy was performed. Patient was discharged on (B)(6) 2010.